Event description:
In 2009, the patient reported that the down button of her infusion device is no longer responding. She stated that this began 1 week ago but she was able to "wiggle" the button and it would work. Today the button stopped responding completely and she was unable to bolus all day. Her blood glucose was elevated to 186 mg/dl and she felt cranky with a headache. She was educated on using the standard bolus feature, and she was able to bolus 5 units of insulin to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.